Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating when traveling out of the country, she experienced fluctuating blood glucose (bg) in 60mg/dl to 232mg/dl range. The patient reportedly had symptoms of severe dizziness and fainting. The patient reportedly treated the low with glucagon tables and her bg reportedly elevated to 232mg/dl. The patient reportedly was consulted by a health care provider (hcp) in the states and outside of the country during her time away and both advised that traveling can cause issues with absorption and therefore can cause fluctuating bgs. Customer support (cs) reviewed the pump with the patient and noted in pump history that the pump time was correct but the date was off by 2 days. The patient stated that there were no pump issues and stated that she may have set up the pump incorrectly. There was no delivery issues noted with pump. The patient stated sometimes she makes changes to the basal settings on the pump and that may be the reason why her bgs were fluctuating. The patient also stated that she does not use the advanced bolus feature of the pump and will use her own calculations to bolus. Cs advised the patient to seek assistance from the hcp regarding the basal rate changes and for bg management. The patient's bg was noted to be 167mg/dl with no symptoms at the present time. The reported high bg with no symptoms is not indicative of an adverse event and does not meet the animas criteria of an adverse event. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion because the patient was intermittently adjusting the basal settings on the pump without seeking assistance from a hcp, the patient was using her own calculations to bolus and had set the date incorrectly on the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated a manual time and date change from (B)(6) 2013 at 1:27pm to (B)(6) 2013 at 1:27pm. Another manual time change was observed from (B)(6) 2013 at 2:20pm to (B)(6) 2013 at 12:22am. A review of the pump history indicated on (B)(6) 2013 multiple primes recorded at 10:36am and 4:09pm. The bolus history indicated boluses were recorded out of order on (B)(6) 2013 at 11:09am and then the time was changed again to 12:42am. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There are no errors or alarms noted related to the complaint in the black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during the investigation.